Manufacturer narrative:
(B)(4). The 3.75x8mm nc trek bdc is being filed under a separate medwatch report. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition); however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, eccentric lesion in the heavily tortuous, proximal right coronary artery. A 2.75x15 mm xience sierra stent was implanted and after confirmation with intravascular ultrasound (ivus), the stent was found to be mal-apposed. There were no other issues noted with the xience sierra stent. A 3.75x8 mm nc trek balloon dilatation catheter (bdc) was used for post dilatation; however, the bdc could not cross the lesion due to resistance with the lesion. Resistance was felt with the lesion during removal of the bdc. No damage was noted to the nc trek bdc. A non-abbott bdc was used to complete the procedure and the xience sierra was fully apposed to the vessel wall. No damage was noted to the stent implant. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.